Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The device was implanted. A permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a previous conduction disturbance of sinus bradycardia. The device was implanted. The final implant depth was 4-6mm (deeper than the recommended 3mm). Post-implant the patient presented with a left bundle branch block. A permanent pacemaker was implanted on the same day. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported event could not be conclusively determined.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a previous conduction disturbance of sinus bradycardia. The device was implanted. The final implant depth was 4-6mm. Post-implant the patient presented with a left bundle branch block. A permanent pacemaker was implanted on the same day. The patient status was stable.